Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings assessed, as surgical damage. And observed, a broken assessed, as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, rupture. The device has been explanted. This relates to the right side.